Event description:
It was reported that during a pci procedure, the viva balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a very calcified and 75% stenotic lesion in the mid rca. Some resistance was encountered during advancement. The procedure was completed with a different device. A heartrail jr4 guide catheter and a keos soft 0.014 guide wire were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good."